Manufacturer narrative:
Method, results and conclusions: the product wasn't returned to 3m (B)(4). The dentist discarded the capsules after the incident, but informed us about the original lot-nr. An examination of a reserve sample of the same lot showed that there was no deviation in the specification of the device. In a follow-up interview the dentist stated, that the patient had episodes of nausea, dizziness, and circulatory already before the treatment, but this time the symptoms could be provoked by the treatment with the retraction paste. It is highly probably that not the material itself caused the symptoms but a state of anxiety during the treatment as the usage of the retraction paste can be unpleasant. This product has been assessed for biocompatibility and has been found to be safe for its intended use.

Event description:
On (B)(4) 2013 3m (B)(4) was informed about a adverse effect that occurred after the use of a 3m (tm) espe (tm) retraction capsule. During the use of the 3m (tm) espe (tm) retraction paste, the patient suffered from nausea, dizziness, and circulatory instability. The symptoms lasted for about one day and then vanished completely. Currently, the patient is free of complaints. In a follow-up interview the dentist stated, that the patient had episodes of nausea, dizziness, and circulatory already before the treatment, but this time the symptoms could be provoked by the treatment with the retraction paste.